Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11 the product was returned for analysis and the reported complaint was observed. The device was returned loose in the product carton. The lock-out assembly has been removed. Insufficient amount of viscosurgical device (ovd) observed in the device no ovd observed past the lens. The plunger has been advanced at the wound guard and is advanced under the intraocular lens (iol). The iol is advanced into the nozzle entry and is misfolded. The nozzle tip is damaged, this may have been due to the device being returned loose in the carton. Plunger underride was observed. The root cause may be related to failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the device. The IFU instructs fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to underride the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during surgery they have noticed that the plunger is moving above or below the lens.